Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4). Analysis of the lead, serial (B)(4), revealed no anomaly. The lead was tested with a known good screening cable and a known good external neurostimulator (ens) and showed normal impedances on all circuits and electrode pair combinations.

Event description:
It was reported during procedural testing, an error code out of regulation (oor) occurred when the amplitude of the lead was increased. Reprogramming and impedance testing were done. Electrode zero had an impedance measurement ">50" and it was indicated there was uncomfortable stimulation when testing. No fracture was observed. The cause was not determined. The lead was not implanted and was replaced with another. The patient was receiving therapy as part of a spinal cord stimulation trial.